Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During impella cp support, users reported a controller error and placement signal issue. No other information was provided. Based on reported controller error, this is a reportable malfunction.

Manufacturer narrative:
D1 brand name was revised. D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.